Manufacturer narrative:
Date sent: 05/26/2009. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were used and both tore. A third device was used to complete the case with no pt consequence. The devices were discarded.